Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 502ag27 mechanical valve, implanted: (B)(6)2011.

Event description:
It was reported that for several months the patient was being followed for symptoms of palpitations and dizziness. Intermittent loss of right ventricular (rv) capture was noted and the outputs on the implantable pulse generator (ipg) were increased. An event monitor was placed that indicated further short episodes of loss of capture. In addition, the rv impedance and thresholds had risen in the last three months and were now high. The physician was concerned that the noise that was leading to loss of capture was not able to be reproduced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.